Event description:
This is a 71y/o male who had a left total knee replacement on (B)(6) 2023. Surgery was uncomplicated- he was discharged but had to return to operating room (B)(6) 2023 for a retinacular repair, possibly due to a product failure (suture).